Event description:
The index procedure took place on (B)(6) 2013. Initially, the vrd was placed along the target aneurysm and the coil embolization was performed. The procedure was successfully completed without any further issues. There was no patient complications reported at that time. About 3 hours after the procedure, it was noted that the vessel occluded from m1 segment of middle cerebral artery to internal carotid artery. The physician attempted to remove the thrombus by using the reperfusion catheter (penambra 54/medico's hirata). However during that time, the vrd migrated to m2 segment of middle cerebral artery and the vrd markers kinked. When the physician performed the percutaneous transluminal angioplasty by using an unspecified balloon catheter (gateway/stryker, size unknown), the vessel was temporarily restored its patency but shortly after, it was occluded again. Then, the stent for coronary treatment (integrity/medtronic, size unknown) was delivered to improve the blood flow and to press the flattened vrd against the vessel wall. No sign of improvement was shown and the vessel remained occluded. The patient has been followed up but no additional information is available for now. The ruptured saccular aneurysm neck was 2mm, and the neck to sac ratio was 2mm:3mm. The parent vessel size was unknown. There was no information regarding the antiplatelet therapy. Also no information regarding mrs, inr, pt, ptt and the occlusion rate of the aneurysm. The devices utilized during the procedure, optimo 9fr/tokai medical products, chikai 200cm/asahi intecc, prowler select plus (size and type unknown), echelon10/covidien (B)(4), axium 3d/covidien (B)(4) (2mm x 6cm, 2mm x 2cm), axium helical/covidien (B)(4) (2mm x 2cm), target/stry. The procedure was coil embolisation assisted with the vrd ((B)(4)) for c1 segment of internal carotid artery aneurysm.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: reperfusion catheter (penambra 54/medico's hirata, details unknown); unspecified balloon catheter (gateway/stryker, details unknown); stent (integrity/medtronic, details unknown); optimo 9fr/tokai medical products (details unknown); chikai 200cm/asahi intecc ((details unknown); prowler select plus (details unknown); echelon10/covidien (B)(4) (details unknown); axium 3d/covidien (B)(4) (2mm x 6cm, 2mm x 2cm) (details unknown); axium helical/covidien (B)(4) (2mm x 2cm), target/stry (details unknown).

Manufacturer narrative:
Three hours post uneventful enterprise vrd assisted coil embolization there was vessel occlusion with distal stent movement and kinking during attempted thrombectomy. Additional intervention included angioplasty and additional stent placement; without restoration of flow. It was indicated that the patient had a stroke. The baseline ruptured saccular aneurysm neck was 2mm, and the neck to sac ratio was 2mm:3mm. The parent vessel size is unknown. During the index procedure the vrd was placed across the c1 segment internal carotid artery (ica) aneurysm via a prowler select plus microcatheter followed by coil placement. The procedure was successfully completed without any further issues. There was no information regarding the antiplatelet therapy. Also no information regarding mrs, inr, pt, ptt and the occlusion rate of the aneurysm. Three hours later, it was noted that the vessel occluded from m1 segment of middle cerebral artery (mca) to internal carotid artery. Removal of the thrombus was attempted using a reperfusion catheter (penumbra 54/medico's hirata). However during that time, the vrd migrated to the m2 segment of the mca and the vrd markers kinked. When percutaneous transluminal angioplasty using an unspecified balloon catheter (gateway/stryker, size unknown) was performed, the vessel patency was temporarily restored; but shortly after, it was occluded again. Then, a stent for coronary treatment (integrity/medtronic, size unknown) was delivered to improve the blood flow and to press the flattened vrd against the vessel wall. No sign of improvement was shown and the vessel remained occluded. The patient has been followed up but no additional information is available. The enterprise vrd remains implanted. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10123421. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Thromboembolic stroke is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system, as outlined in the instructions for use. Pharmacological and clinical factors including this patient's pre-procedure presentation with a ruptured aneurysm may have contributed to the event. There have been studies showing evidence for a generalized strong activation of the coagulation and fibrinolytic system in patients with subarachnoid hemorrhage. Based on the report that the enterprise vrd migrated with kinking of the markers during attempted removal of the thrombus it appears that device interaction post deployment likely contributed to these events. Based on the reported information, there is no indication of any device performance or manufacturing issues related to the reported event with patient and procedural factors possibly contributing. Therefore, no corrective actions will be taken at this time.